Event description:
Rn reported the home patient's (hp) transfer set became separated from the peritoneal dialysis catheter's titanium adapter in 2003. The transfer set had been in use. Following the incident, the hp experienced nausea, vomiting, abdominal pain and cloudy effluent in 2003. The patient was diagnosed wtih peritonitis 3 days lager. The patient received a transfer set change and was treated with intraperitoneal gentamycin 80mg loading dose then 40mg daily for 14 days. Per rn, the patient has recovered.